Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records for review and was able to confirm that the device unexpectedly lost power multiple times. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event, upon evaluation of the customer's device, physio-control observed multiple power off events in the device's electronic records. These power off events occurred after the delivery of defibrillation shocks.